Event description:
Voluntary medwatch received states that the patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. It was suspected that an unspecified interaction between the implantable defibrillator and the patient's external device or over-sensing was suspected. User concern was expressed as patient discomfort was noted. No further information regarding intervention or adverse patient consequences was reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5187684.